Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The pod was received fully deployed with the adhesive pad fully attached. The exposed portion of the soft cannula was observed to be torn, and a leak was observed due to the tear. The timing and cause of this damage to the cannula is unknown. There were no damages or deficiencies with the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The cannula was found to be torn. Blood glucose levels were reported to be greater than 250 mg/dl while wearing a pod between 4 and 24 hours. As treatment, a new pod was placed. The pod had previously been reported for leaking and failure of the adhesive to adhere.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. The exposed portion of the soft cannula was observed to be torn, and a leak was observed due to the tear. The timing and cause of the damage to the cannula is unknown. There were no damage or deficiencies to the adhesive pad, or its welds observed that could have contributed to the reported adhesive failure. The cause of the reported event could not be determined.